Event description:
A male pt underwent aaa repair on (B)(6) 2009. The physician placed one flex main body and two iliac leg grafts. After implant the pt¿s blood pressure dropped, so was then taken to angio to re-scan where it was noted there was a leak below the renal artery. The pt was then transferred to theatre where a surgical stitch was placed in the aorta where a barb had protruded into the aorta. The pt is still in hospital as of (B)(6) 2009.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. An instructions for use (IFU) is shipped with each device listing the indications for use, warnings, precautions, contraindications, and the proper deployment sequence. After placement of the device, the IFU gives instructions of where to inflate the molding balloon. Specifically, it warns not to inflate the balloon outside of the graft. The device remains implanted and no images were provided to assist in this investigation. However, we have notified the appropriate individuals and we will continue to monitor for similar events. Based on the provided information, the pt was still in the hospital as of (B)(6) 2009. The current status is unknown. It is unknown at this time as to the root cause of the perforated artery. The barbs on the top stent are designed to penetrate the tissue upon deployment. It may be possible a molding balloon was over inflated outside the graft causing the perforation. This cannot be confirmed at this time as the provided event description does not mention the use of a molding balloon.